Event description:
It was reported that the patient was admitted to the hospital due to an infection at the generator site. The site was stated to be red and scabbed in appearance. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Additional information was received that the infection was confirmed at the generator incision site. The patient was hospitalized and treated with antibiotics to address the infection.